Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption starting (B)(6) 2017 with parameters within normal operating range. No alarms were logged for the past 14 days leading up to the date of (B)(6) 2017. Available information indicated the patient had a mediastinal infection and multiple washouts of the chest were performed. The patient's chest was closed on (B)(6) 2017 and a wound vac was placed with antibiotic flushes through the chest tube. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that approximately three weeks post implant, the patient had chest pain and had developed a mediastinal infection.¿ the patient was hospitalized and exploratory surgery was performed.¿ after multiple washouts, the chest was closed four days later.¿ a wound vac was placed and antibiotic flushes through chest tube.¿ the patient was still being treated and they remain hospitalized.¿ no further patient complications have been reported as a result of this event.